Manufacturer narrative:
Concomitant medical products: w4tr01, ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a lead impedance warning due to low impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead impedance warning triggered due to low impedance measurements noted on the cardiac resynchronization therapy defibrillator (crt-d). It was noted the lv lead impedance was within limits and the low impedance value was not below the lower limit. The cardiac resynchronization therapy pacemaker (crt-p) is still in use. No patient complications have been reported as a result of this event.